Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was damaged, the lens was damaged and the downstream occlusion seal was cracked. Functional testing involved accuracy testing and showed the pump was over infusing. The investigation determined that the expulsor being out of spec was the cause of the reported issue. The expulsor was trimmed. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump over delivered by "7%." No adverse effects were reported.